Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h10. Upon receipt, the oscillating system was malfunctioning. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Review of the complaint history identified additional similar complaints for the reported item. Complaints are monitored through a monthly complaint review. Device is used for treatment. A definitive root cause could not been determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2- poland. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the saw attachment stopped suddenly. There was no harm to the operator or the patient. Surgery was completed with an alternative device. This event is related to a malfunction that could potentially lead to serious injury. However, in this case no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.